Event description:
Valve sets to be used with automated compounding devices for compounding parenteral nutrition are permitting unintended mixing of ingredients to the final solution. Specifically, lipids have leaked into final product which was not to contain lipid. FDA safety report ID# (B)(4).